Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high capture thresholds and low sensing values at multiple sites. The lead was not used and a new lead was implanted. The patient's condition was stable during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.